Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 3.00 x 38mm synergy xd drug-eluting stent was advanced but failed to cross the lesion. When the device was checked, the distal part of the stent was found to be flared. The procedure was completed with another of the same device. No patient complications were reported.